Event description:
It was reported by the ethicon sales rep that post operative a right total knee replacement surgery on (B)(6) 2022, the patient presented with an infection on (B)(6) 2022. Type of intervention/treatment was not provided to the sales rep, but it was stated that incision and drainage was not needed. Doctor did indicate that the patient is healing fine now. Follow-up information from our distributor on (B)(6) 2022 indicated, the product code and lot number are unknown. Stratafix bidirectional suture was used on the subcuticular layer, and dermabond prineo on the skin. Culture results are unavailable. It was reported to be a local infection. The patient is reportedly healing okay now.

Manufacturer narrative:
The product code and lot number were not provided therefore a review of the device history records, complaint history, sterility records and/or retained samples could not be reviewed. No samples were returned for review. No magnified photos of the surgical site/localized infection were provided for review. If the lot number, samples or photos become available at a later time, they will be reviewed, tested and the details will be included as part of the investigation file. A follow-up report will be submitted at that time. Without receiving the finished good lot number to review manufacturing records, sterility records and retained samples, receiving photos of the surgical site/local infection, or receiving details regarding the pre-operative preparation of the devices, procedure performed, placement of the device in the tissue, culture results, patient health history/past reactions to suture material/other medical devices, details of post-operative events that may have occurred following surgery, a definitive root cause for the reported infection cannot be confirmed with certainty. Adverse effects associated with the use of this device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from condition which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation which skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection at the wound site. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with the barbed suture device. Two (2) additional medical devices not manufactured by surgical specialties were used for the initial procedure. It''s possible the patient reacted to one or all of the suture material/medical devices used for the procedure. Mwr report number-(B)(4) mentioned on ethicon complaint form.